Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that an anchor was inserted and while tying down the final suture the top layer of the anchor broke. It did not compromise the construct. No patient injury reported.